Manufacturer narrative:
It was reported that the patient passed away "last night" (an unreported date in (B)(6) 2020). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient passed away while connected to an amia device. It was reported that the patient was found connected to the device and the device was "beeping". The reason for the beeping was not specified. The cause was death was unknown. It was reported that an autopsy was performed and the results were unknown. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed; however, the sharesource log files associated with amia cycler were reviewed. There was no therapy data associated with this device available in the sharesource database. Should additional relevant information become available, a supplemental report will be submitted.